Manufacturer narrative:
The autopulse battery (B)(4) was returned to zoll circulation for evaluation and was analyzed on (B)(4) 2013. Visual inspection revealed no anomalies. After the battery was fully charged/ test cycled and retested, the battery was successfully passed. Run-in test with the 95% patient test fixture was performed until discharged for more than 39 minutes and no issues were observed. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
It was reported that an autopulse nimh battery experienced low run times. No adverse patient sequelae was reported. Manufacturer has requested additional details, however none have been obtained.